Manufacturer narrative:
The insulin pump was received with cracked reservoir tube, cracked battery tube threads,and scratched lcd window. Intermittent button response noted due to corroded keypad traces. Corroded motor home switch and corroded lcd board noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 86 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.